Event description:
During an in clinic follow up, it was noted the patient had received an appropriate shock for ventricular tachycardia (vt), however, an over current detection (ocd) alert was noted on the right ventricular (rv) lead. Lead damage was suspected. A rv lead revision is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.